Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4).

Event description:
Patient was implanted with trochanteric fixation nail system (tfn) on an unknown date. Post-operatively, on an unknown date, patient experienced lateral pain where the helical blade protrudes laterally and issues with pain standing for extended periods of time. X-rays showed that the fracture had healed and there was no broken hardware. Patient returned to the operating room on (B)(6) 2013 for removal of hardware. At this time, surgeon removed one unknown tfn long nail, one unknown distal screw, one unknown end cap, and one unknown helical blade, from the left leg of patient without incident. This report is for an unknown helical blade. This is report 4 of 4 for (B)(4).